Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 1.25mg/day and clonidine 200mcg/ml at 25mcg/day via an implantable pump the indications for use were non-malignant pain and chronic low back pain. The patient's medical history included back pain. The healthcare provider's staff reported that the "pocket" looked bad and the healthcare provider may "respect a portion of skin at scar area". There was no report of pump malfunction. At this point issue was at pump pocket wound. Per the reporter the environmental, external and patient factors that may have led or contributed to the event was patient compliance. Surgical intervention was taken to "respect" potentially necrotic tissue. The physician excised the pocket surgical scar, irrigated the wound with pulsevac and antibiotic irrigation and reclosed the pocket. The old scar was sent for cultures. The issue was resolved at the time of the report. The patient status at the time of the report was noted as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.